Manufacturer narrative:
Lift coupler.

Event description:
It was reported by service report that the head end lift was stuck in a high position. No patient involvement adverse consequences were reported.